Manufacturer narrative:
The device was returned to heartsine for evaluation. Heartsine was able to verify and duplicate the reported issue. Investigation found the pad-pak had corrosion and damage to the membrane due to a breakdown in the cross-over insulation resulting in leakage current causing the depleted pad-pak. This device was archived by heartsine.

Event description:
The customer contacted heartsine to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, heartsine collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted heartsine to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.